Event description:
The data of the suspect device was reviewed and no anomalies were identified. The battery voltage was consistent with the amount of stimulations provided by the generator. The generator did not prematurely deplete.

Event description:
It was reported that the patient's generator was replaced due to the intensified follow-up indicator (ifi-yes) being flagged. The generator had been implanted a little over a year. The surgeon was concerned that the generator had prematurely depleted. The attending company representative indicated that the patient's generator settings were very high. The manufacturer's device history records of the m1000 generator were reviewed. The generator passed final functional and quality specifications prior to release. Return of the explanted generator is not expected. No further relevant information has been received to date.